Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line). This occurred during drain five of five in peritoneal dialysis therapy. The patient stated that they observed air bubbles in the patient line starting at the transfer set. The transfer set was connected tightly and there were no leaks observed by the patient. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.